Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a normal device changeout procedure, the physician attempted a revision of an implanted left ventricular (lv) lead due to high thresholds. Other leads were attempted to be placed but, due to patient anatomy, this was not possible. As such, this lv lead remains implanted and in service. No additional adverse patient effects were reported.